Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician not applicable st. Jude medical reliability laboratory no complaint was received with the return of the device. Failure (event) observed during analysis. Partial lead was returned. Analysis found insulation damage at 13.2cm and at 21.2cm from connector pin, consistent with that caused by friction with the ICD can. No abrasions were found on the rv and is-1 proximal cables. Lead exhibited normal electrical characteristics.